Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The explanted device has not been returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve was explanted after an implant duration of four (4) years and seven (7) months due to calcium accumulated at the base of the valve and severe aortic stenosis. The explanted valve was replaced with a 19mm non-edwards valve. Per the operative report, the 21mm aortic valve had become progressively calcified with significant aortic valve stenosis. The valve was calcified at the base of all three leaflets. The valve was dissected and the annulus was debrided as much as possible. The annulus was sized to a 19mm valve. The explanted aortic valve was replaced with a 19mm non-edwards valve. CABG x3 was also performed. The aortic function was good. Post procedure, the patient was transferred to the cvicu in critical, but stable condition.

Manufacturer narrative:
(B)(4). The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
Evaluation summary: customer report of "calcium accumulated" was not confirmed. Report of stenosis was confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a tear of approximately 6mm near commissure 1, and leaflet 3 had a tear of approximately 8mm also near commissure 1. Mechanical damage was observed on leaflet 2 near commissure 3. X-ray demonstrated wireform intact and commissure 3 bent. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 3. An observational evaluation was performed on the returned valve. As received, the valve appeared to be deformed with commissure 3 bending outwards leading to a large gap between the leaflet coaptation. Approximately half of the sewing was removed from the valve. These observations are presumably related to the explantation of the valve. Severe host fibrous (pannus) tissue growth is evident on the inflow surface of valve affecting all three leaflets. The pannus encroached on the leaflet (with the largest width approximately 5.5 mm from the valve frame) and formed a band of tissue ring. Mild pannus growth was also noted on the outflow side of the valve causing minor leaflet fusion at commissures 1 and 2. Tissue thickening and tear (approximately 7 mm in length) were noted on leaflet 3 near commissure 1. Tissue tear (approximately 2.5 mm in length) was also observed on leaflet 1 near commissure 1. The leaflet thickening appear to be attributable to the tissue degeneration that makes the leaflet vulnerable for tissue tear. Except for two tiny calcification nodules depicted on cupid area in leaflets 2 and 3 by radiography, no appreciable tissue calcification is evident on any of the leaflets. The wireform and stiffener band were intact with the wireform being bent outwards at commissure 3. These findings suggest that the reported aortic stenosis is most likely resulted from the severe host pannus overgrowth on the valve. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, a definitive root cause for severe pannus growth after an implant duration of four (4) years and seven (7) months could not be conclusively determined. However, there are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.